Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code was discovered in the event log. The device's system management board was replaced to address the issue. Additionally, the device's power management board was replaced as a preventative action.